Event description:
It is reported that the device was implanted in 2009, and that the pt fell causing a peri prosthetic fracture. The pt was revised in 2009.

Manufacturer narrative:
Evaluation summary: stress concentrations due to differences in material properties between the implant and the surrounding bone increase the likelihood of bone fracture in the event of trauma. The most likely cause of the periprosthetic fracture is the fall experienced by the pt, as stated in the alleged. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify any evidence of product contribution to the reported problem. Based on the on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.